Event description:
The customer reported, the system displayed an error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A card in the fluoro functions board was replaced. Also, the iris was calibrated. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.